Event description:
On 5/14/2024 a beta bionics clinical diabetes specialist (cds) was notified by an ilet user's mother that the user experienced a low blood glucose (bg) event required intervention to treat. The event occurred on (B)(6) 2024. On 5/14/2024 a beta bionics customer care agent contacted the user's mother to gather more information. The user reported feeling sick or flu-like symptoms before experiencing low bg levels. After a nap, the user was awakened by their parents due to low bg levels. Their levels rose to 200 mg/dl after eating breakfast but dropped again due to corrective measures from the ilet. The mother reported the user's bg dropped to 44 mg/dl. The user used glucagon as backup therapy, and their mother administered the shot as they were unable to do so themselves. The user experienced loss of consciousness, vomiting, and nausea during the event. Follow up with the user revealed several maladaptive behaviors including over-treating hypoglycemia, using the meal announcement to correct hyperglycemia, and re-using supplies.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hypoglycemia on the reported event date of 2024-05-13 following a breakfast meal announcement. These alerts were not consistently marked as "acknowledged." Evidence of excessive meal announcements, particularly during periods of hyperglycemia, was found. In addition, most meals were announced as "more than usual". No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of case notes and device data, the ilet operated as intended by increasing and decreasing insulin doses in response to cgm glucose values and appropriately triggering device and glucose related alerts. This hypoglycemic event was likely caused by misuse of the meal announcement feature, leading to maladaptation. The user received significant re-training and follow-up support from the beta bionics cds.